Event description:
Caller reported that the t: slim x2 pump battery was not charging. The issue had no adverse impact on the customer's blood glucose level. The customer was advised to use a known working outlet and leave the wall adapter plugged in for at least 30 minutes, after which the pump began charging successfully with no further assistance required.